Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ tri-extension set 15 cm (6 in) 2.25 ml was missing one of the connectors. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no. Investigation summary: picture of sample shows the reported defect to aid in our quality engineer¿s investigation. Some untrained operators were performing the q-syte torque operation and 100% self- packaging inspection. The operator(s) should take only one assembly at a time (one piece flow), apply the torque and put it into the container as per instructions to prevent escapes. If the operator takes more than one part to speed up this assembly process, she/he may inadvertently cause this failure mode. Preventive actions: retrain operators and issue a quality alert #139 to aware assembly and packaging operators about the missing q-syte. Quality alert #114 was also issued on 3/5/2018 after the reported manufacturing date (03/06/2017). No findings in qns/ncmr/DHR about the lot number 7058956 was found. This is considered as an isolated issue. Lot no #: 7058956 catalogue #: 385162 quantity produced: (B)(4) pcs. Extension set lots (p/n 500005377) used are ao16k15, ao14h17 & ao16j06 for lot 7058956. No qn¿s were found for lots ao16k15, ao14h17 & ao16j06 in sap and incoming inspection records. During the manufacture of this product, only the q-syte end is used during the assembly. One out of three q-syte connectors was not assembled. 100% visual inspection is performed before packaging the product in blisters looking for any missing components inside the package. During the 100% inspection no parts were detected with missing components by our operators. No CAPA will be issued, due that a risk assessment was performed obtaining the result of severity s1.

Event description:
It was reported that bd q-syte¿ tri-extension set 15 cm (6 in) 2.25 ml was missing one of the connectors. No serious injury or medical intervention was reported.